Event description:
It was reported that the xenon light source had a black image. The issue occurred during sedation of an endoscopy procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h6 and h11. The customer contacted olympus technical assistance support via phone. The customer was not in front of the tower and was directed to reconnect the maj-1933 cable from the clv-190 to the cv-190. The customer said that the clv-190 is currently displaying an image but this issue is intermittent. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.